Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13492. It was reported that the patient's leads displayed high impedance during an ipg replacement procedure. As a result, the patient's leads were explanted and replaced, which addressed the issue.